Event description:
It was reported that the device no longer detects cassettes. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Results of the event log review found "medium alarm cleared: cassette partially unlatched" and "high alarm displayed: downstream occlusion" reports, which suggest a faulty dso sensor. Visual test was performed which found bubbled dso seal and rust in the battery compartment. Functional test was performed also. The customer's problem was not duplicated. The most probable cause would be a faulty dso sensor. The dso seal, dso sensor and dso bezel were replaced to correct the issue.